Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer filled the cartridge with more than 300 units of insulin. Tandem technical support educated the customer on the correct cartridge fill process. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 147 mg/dl.